Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The reported patient effects of fibrillation, myocardial infarction and occlusion, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. The investigation determined the reported failure to advance and treatment appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effects cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience alpine (3.5 x 23 mm, 2.75 x 28 mm). Guide cath: 6f xb 3.0. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 23 mm xience alpine referenced in describe event or problem and concomitant medical products is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal left anterior descending artery (lad). Pre-dilatation was performed with a 3.0 x 20 mm balloon catheter. The 3.0 x 28 mm absorb gt1 scaffold delivery system was advanced; however, it would not cross distally; therefore, the scaffold was deployed in the diseased mid lad. The distal section was treated with a 2.75 x 28 mm xience alpine stent. When optical coherence tomography was performed, a large calcified nodule was observed which was distorting the struts of the scaffold; therefore, the decision was made to deploy a 3.5 x 23 mm xience alpine to cover the distorted struts. This caused an occlusion of the diagonal branch which led to the patient experiencing a myocardial infarction. No treatment was performed for the diagonal occlusion as the vessel could not be rewired. 5 days later the patient experienced symptoms of atrial fibrillation and congestive cardiac failure. No additional information was provided.